Manufacturer narrative:
The o-ring in the hydraulic pump reservoir had degraded over time. The o-ring was replaced and the table was tested to verify proper function.

Event description:
The ort100 table hydraulic pump reservoir was leaking hydraulic fluid. No patient involvement.